Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to unable to prime. The following information was provided by the initial reporter : the nurse when pre-checking the device for a subcutaneous insulin injection before use found that there was resistance in the tip part and normal delivery of medication could not be found. Date of event : (B)(6) 2021.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to unable to prime. The following information was provided by the initial reporter : the nurse when pre-checking the device for a subcutaneous insulin injection before use found that there was resistance in the tip part and normal delivery of medication could not be found. Date of event : november 23, 2021.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples no needle clog fail found. A device history review was conducted for lot number 0248513. Manufacture records for lot#0248513 was reviewed, no abnormal was found.